Event description:
It also got stuck in my throat [foreign body in throat]. Made me severely retch [retching]. Unpleasant in mouth [oral discomfort]. Made me choke very strongly. [Choking sensation]. The whole thing was extremely painful [pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (dr best zwischenzahn) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr best zwischenzahn. On an unknown date, an unknown time after starting dr best zwischenzahn, the patient experienced foreign body in throat (serious criteria gsk medically significant), retching, oral discomfort, pain and product complaint. The action taken with dr best zwischenzahn was unknown. On an unknown date, the outcome of the foreign body in throat, retching, oral discomfort, pain and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat, retching, oral discomfort and pain to be related to dr best zwischenzahn. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 28sep2021 via call center representative (email), the consumer stated that "I have been a loyal fan of your dr. Best toothbrushes for years. Unfortunately, my latest purchase disappointed me a lot and put me in an extremely unpleasant situation. There seems to be a production error, because the toothbrush loses your bristles at one place during normal use. When rinsing out the new toothbrush beforehand, everything was still fine, but individual bristles came loose while brushing. Some are stuck directly between my teeth (unpleasant, but no drama), others had unfortunately spread in the mouth. Had also got stuck in my throat when rinsing my mouth and made me severely retch. This is usually already extremely unpleasant, but after intensive abdominal surgery three weeks ago, the whole thing was extremely painful. Unfortunately, I no longer have an invoice/receipt, just as little as the packaging. If necessary, you can give the quality control a tip if my case was not an isolated case. There seems to be a production error because the toothbrush loses its bristles in one place during normal use. When rinsing out the new toothbrush in advance, everything was still fine, but when brushing individual bristles have loosened. Some are stuck directly between my teeth (unpleasant, but no drama), others had unfortunately spread out in the mouth. Had also hooked in my throat when rinsing my mouth and made me choke very strongly. This is usually extremely unpleasant, but after an intensive abdominal operation three weeks ago, the whole thing was extremely painful." Related (B)(4). Follow-up information was received on 28sep2021 from quality assurance (qa) department regarding complaint (B)(4) with unknown lot number. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complaint was concluded as inconclusive. Initial and follow up was processed together. Follow-up information was received on 26nov2021 from quality assurance (qa) department regarding complaint (B)(4) with unknown lot number. Classification: non- expedite complaint receipt: schiffer receive one sample for investigation verbatim: consumer claims one used toothbrush with reason filaments looses or are missing. Notice: the toothbrush are showing signs of use. Residue of toothpaste is visible on the claimed sample. The back of the toothbrush was painted and shows strong signs of use. Root cause analysis the analysis includes visual and microscopic inspection, view of product review. Result: toothbrush made by m&c schiffer production date: 15th jul. 2021 production order: (B)(4) lotcode: m1196138s b line: b042 the anchor of single tuft is misplaced so that not the full tuft is anchored in the tuft hole. Due to the gap between anchor and the wall of the tuft hole individual filaments can fall out during usage of the brush. The anchor was placed in an upright position, only at one side in the pp. The tongue is subjected to more stress due to the slanted bundle holes. The increased stress can cause the tongue to become crooked or the pressure surface to wear. This creates the possibility that the anchor turns and is placed incorrectly in the bundle hole. As could also be seen with the claimed brush. An anchor in upright position as in the complaint sample is not visible in a tufted hole and not a typically defect. The other anchors are placed correctly, which means that this defect is not classified as a systematic fault. In addition, the increased stress on the tongue cannot be prevented due to the corresponding bundle position. This complaint has been logged and will be evaluated and present in the monthly complaint review process as well. Corrective actions when performing the set-up procedure, the tongue is regularly checked by the corresponding mechanic photo documentation. Complaint was concluded as substantiated. Case correction performed to the initially processed report received on 28sep2021 during internal review on 30nov2021. Abdominal surgery was captured as historical condition . Choking sensation was captured as event with causality unknown.

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
Argus case: (B)(4).

Event description:
It also got stuck in my throat [foreign body in throat], made me severely retch [retching], unpleasant in mouth [oral discomfort], the whole thing was extremely painful [pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (dr best zwischenzahn) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr best zwischenzahn. On an unknown date, an unknown time after starting dr best zwischenzahn, the patient experienced foreign body in throat (serious criteria gsk medically significant), retching, oral discomfort, pain and product complaint. The action taken with dr best zwischenzahn was unknown. On an unknown date, the outcome of the foreign body in throat, retching, oral discomfort, pain and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat, retching, oral discomfort and pain to be related to dr best zwischenzahn. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 28sep2021 via call center representative (email), the consumer stated that "I have been a loyal fan of your dr. Best toothbrushes for years. Unfortunately, my latest purchase disappointed me a lot and put me in an extremely unpleasant situation. There seems to be a production error, because the toothbrush loses your bristles at one place during normal use. When rinsing out the new toothbrush beforehand, everything was still fine, but individual bristles came loose while brushing. Some are stuck directly between my teeth (unpleasant, but no drama), others had unfortunately spread in the mouth. Had also got stuck in my throat when rinsing my mouth and made me severely retch. This is usually already extremely unpleasant, but after intensive abdominal surgery three weeks ago, the whole thing was extremely painful. Unfortunately, I no longer have an invoice/receipt, just as little as the packaging. If necessary, you can give the quality control a tip if my case was not an isolated case. There seems to be a production error because the toothbrush loses its bristles in one place during normal use. When rinsing out the new toothbrush in advance, everything was still fine, but when brushing individual bristles have loosened. Some are stuck directly between my teeth (unpleasant, but no drama), others had unfortunately spread out in the mouth. Had also hooked in my throat when rinsing my mouth and made me choke very strongly. This is usually extremely unpleasant, but after an intensive abdominal operation three weeks ago, the whole thing was extremely painful." Related pqc case (B)(4). Follow-up information was received on 28sep2021 from quality assurance (qa) department regarding complaint (B)(4). No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complaint was concluded as inconclusive. Initial and follow up was processed together.